Manufacturer narrative:
Additional info: additional information was provided and reported symptoms were first observed one week post surgery. A non-johnson & johnson lens was successfully implanted as a replacement. The patient's outcome reported high iop post-operatively. The explanted iol was discarded. No other information was provided. The following sections have been updated accordingly: section b3: date of event: exact date not provided. Customer provided as one week. Section a2, a5: unknown/asked but unavailable (asku). Section e1: title: dr. Section e1: first/given name: (B)(6). Section e1: last name: (B)(6). Section h6: type of investigation: 4115. Please note that the information reported in sections d2 (common device name), h.6 (health effect -clinical code and medical device problem code) and section g.1 (manufacturer contact e-mail) is information that remains unchanged from the initial emdr report. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Between 1/7/2022-1/30/2023. Section e1: telephone number: (B)(6). Section h3-other (81): the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. An attempt has been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) was explanted from the patient's right eye due to excessive halos and glare. Vision pre-operative (op): 20/150, vision post-op: 20/40. Dally activities were significantly affected. There was no vitrectomy, incision enlargement, or sutures required. There was no delay in procedure reported. Patient status reported as temporarily impaired. No other information was provided.